Event description:
It was reported that the company representative was in a case where they were using a programmer/analyzer and it was not working correctly. The programmer/analyzer was giving erratic electrocardiogram (ECG) readings. The analyzer component of the programmer is being replaced and returned. No patient complications have been reported as a result of this event.

Event description:
It was also reported the analyzer was experiencing interference problems. The analyzer component of the programmer was returned for repair.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed all functional and system tests. It is noted the patient connector pins were disturbed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.